Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown exeter 2/44 stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
The customer has reported via the mhra, that revision surgery had to take place due to an exeter stem fracturing. The customer has reported that the stem was implanted into the patient's right hip in 2001. The customer has reported that the stem was a size 2/44 off set. The customer has reported that the stem was removed without any undue difficulty. The customer has reported that the stem was replaced with a 17 x 155mm restoration conical stem and a 25mm body.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. "The returned exeter stem and femoral head are shown in figures 1 and 2. The stem fracture occurred approximately 3 inches from the distal tip" the material analysis concluded that "the exeter stem fractured in fatigue, approximately 3 inches from the distal tip, with the origin on the lateral surface. There was evidence of stem material damage likely due to cement mantle break-down. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the part features examined." Medical records received and evaluation: no patient medical records were available for review. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded, "the stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the part features examined." The exact cause of the event however could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Update: the event was noticed when the patient felt a snap and severe pain in thigh. The patient was unable to weight bear.